Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right common iliac artery. The omnilink elite was advanced to the target lesion; however, the stent implant could not be seen under fluoroscopy. The balloon markers were visible but the stent was not. The device was removed from the patient anatomy, and a visual inspection noted the stent implant was present on the balloon. The omnilink elite was re-inserted and advanced to the target lesion without any resistance noted. The omnilink elite balloon was inflated; however, no stent implant was deployed. The device was removed from the patient anatomy and there was no stent implant on the balloon. The stent crimp marks on the balloon had been mistaken for the stent implant, previously. Under fluoroscopy, the dislodged stent was not seen in the patient. The dislodged stent was found in the biohazard trash bin. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Overall, the reported dislodgment appears to be due to operational context and there is no indication of a product quality issue with respect to manufacture, design, or labeling. Evaluation summary: the device was returned for evaluation and the reported stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the stent dislodgment appears to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. The otw omnilink elite instructions for use (IFU) states: carefully inspect the omnilink elite stent system prior to use to verify that the stent has not been damaged in shipment and that the device dimensions are suitable for the specific procedure. Take care to avoid unnecessary handling. Reportedly, the balloon was inspected and the crimp marks were mistaken for the stent. (B)(4).